Event description:
Patient's caregiver reported patient received therapeutic shock. Family called 911 and ems transported the patient to the hospital ER. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.